Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during check processing assembly at the operating room, it was observed that the motor device was broken and not working properly. During in-house engineering evaluation, it was determined that the muffler tube was loose and was rotating in the muffler housing, failed muffler tube verification, leaking oil from the swivel assembly, failed the oil leak assessment and the motor housing was dented. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.